Event description:
The facility initially reported an infusion pump with the touchpad not working. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Additional information was obtained by baxter on 12/23/2008, in which a facility representative suggested that the main keypad was not working. No additional information or contact was available.

Manufacturer narrative:
The initial customer reported condition of touchpad not working was confirmed as an inoperable pump head module keypad. No problems were noted with the main keypad. The pump head module keypad was found to be damaged. The pump head module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.